Event description:
The event is reported as: wrong product shipped in box. No patient injury reported.

Manufacturer narrative:
Sample returned for investigation but investigation is not complete at time of this report. A follow up investigation report will be sent when completed.